Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) reading over 500 mg/dl. The cause of the elevated bg was unknown. Customer delivered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.